Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 3/22/2017 device returned to manufacturer ¿ yes. Device evaluation the device was returned to the manufacturer. Device inspection was performed and the lens was observed stuck inside the cartridge at the tube zone. Lack amount of viscoelastic was observed inside the cartridge. The cartridge tip was observed broken. Visual inspection at 10x microscope magnification was performed and the lens was removed from the inside of the cartridge. A smash was observed on the lens edge. This condition observed indicate that the plunger overrides the lens and broke the cartridge tip. There was no particle observed on the lens. Based on the visual inspection the complaint reported was not verified. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non-conformances with respect to the manufacturing process. A search on complaints revealed no other complaints for this production order number has been received. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
The intraocular lens was not implanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
When the intraocular lens (iol) was advancing through the cartridge, a piece of plastic came out with it. The event occurred during handling, but prior to insertion. No patient contact. No additional information was provided to abbott medical optics.

Manufacturer narrative:
(B)(4). The contact email was incorrectly entered in the site email field instead of in the contact email field.